Event description:
It was reported that approximately two years post filter implant, imaging demonstrated the ivc filter had migrated caudally, to just above the iliac bifurcation and the filter was tilted approximately 90 degrees. Reportedly the pt was asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.